Manufacturer narrative:
H3: one device was returned for analysis. The event history was reviewed, functional and visual tests were performed, and the reported issue was duplicated. Functional testing revealed that the latch/lock optic sensor was faulty and was not detecting the latch lock. The event history showed, "high alarm displayed: cassette locked but not latched and cassette latch closed: no cassette." This indicated a reportable malfunction based on the latch/lock optic sensor. The sensor was replaced to address this issue. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that lock did not work. There was no reported patient involvement. Evaluation of the returned device identified a faulty latch/lock optic sensor.